Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nineteen years, one month post implant of this mechanical valve, this valve was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced due to patient outgrowth; there was no specific complaint against the device performance. Aside from the device replacement, no other adverse patient effects were reported. It was also reported that the device was discarded and will not be available for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.